Event description:
A pertioneal dialysis patient initially went to the hospital on (B)(6) 2021 for an outpatient pd catheter (not a fresenius product) revision. However, once under fluoroscopy, it was discovered the patient's pd catheter had become intertwined with the patient's omentum. The surgeon elected to remove the patient's pd catheter (specifics not provided), while simultaneously placing a hemodialysis (hd) catheter. The patient was transitioned to "back-up" hd therapy on (B)(6) 2021 and tolerated hd without issue. Per the patient's primary pdrn, the events were unrelated to any fresenius product(s), drug(s) or device(s). The patient was discharged home on (B)(6) 2021, began outpatient hd therapy on (B)(6) 2021 and is recovering from the events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).